Event description:
The customer contact reported that the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department from the surgery department with no note attached. The customer contact reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device/pump was in clinical use. During testing at the user facility, device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. No additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.